Event description:
It was reported that damaged/defective on tubing set. During pulmonary vein isolation procedure, an intellanav mifi open-irrigated ablation catheter was selected for use. It was observed that the saline lock broke off the catheter while trying to screw the saline off. Unfortunately, no photo was taken. The material got tossed very fast. The procedure was completed with different device used (same model). There were no patient complications. The device has been discarded in the facility; it will not be return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.